Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using a px slim delivery microcatheter and a penumbra coil 400 (pc400). During the procedure, the physician experienced difficultly advancing and retracting the pc400 coil through the px slim. The physician decided to remove both devices together and replaced them with new ones. The physician completed the coil embolization procedure. Later in the procedure, thrombus was seen in the anterior cerebral artery that was unrelated to the penumbra devices. Intravenous tissue plasminogen activator and integralin were administered, yet the clot persisted. The patient was treated with integralin and heparin overnight and the issue was resolved.

Manufacturer narrative:
The devices were returned. Result: the pet lock was still intact. The pc400 coil pusher assembly was kinked at approximately 31.0 cm and 35.0 cm from the proximal end. The stretch resistant (sr) wire was fractured, and the proximal constraint sphere was intact with the distal detachment tip (ddt). The pc400 coil was damaged from the fractured sr wire, and stuck inside the proximal end of the px slim. The px slim was ovalized at from the distal tip to approximately 1.0 cm from the distal tip, as well as approximately 39.0 cm from the distal end. Conclusion: the complaint has been evaluated. The initial complaint indicated that a pc400 coil became stuck inside a px slim, and that the entire coil and delivery system had to be removed. Evaluation of the returned devices revealed that the px slim was ovalized in multiple locations. This type of damage typically occurs due to improper handling of the device during device preparation. Further evaluation revealed that the sr wire was fractured, and the coil was stuck inside the px slim. This type of damage typically occurs due to improper handling of the device during use. If excessive force was applied during removal of the coil from the px slim against resistance, it is likely that this type of fracture and damage could occur. In addition, it was revealed that the pc400 coil pusher assembly was kinked in multiple locations. The damage observed likely occurred during packaging for return shipping. These devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00164. Hospital will not release the device.